Event description:
A nurse at our hospital experienced a malfunction with one of the bd nexiva 20g IV catheters. Nurse states that after she inserted the needle into the vein and withdrew the needle, blood ran back out of the area where the needle comes out of (there is a white stop inside here that usually stops the back flow). Nurse then placed a hep-lock hub over this port area to stop any back flow so that she would not have to re-stick the patient. There was no harm to the patient. Nothing was injected or infused into that port. After patient procedure, nurse removed the IV and saved in the original packaging. I have the device in my office to be sent to bd if they request it. I have notified bd of the device problem and have not heard back from them yet.